Event description:
Caller reported the following aviva system blood glucose results from (B)(6) 2014: 2:33 am: 142 mg/dl; 2:32 am: 124 mg/dll 2:29 am: 257 mg/dl 2:28 am: 256 mg/dll 2:25 am: 140 mg/dl; 2:23 am: 105 mg/dl; 2:23 am: 138 mg/dl; 2:22 am: 168 mg/dl; 2:21 am: 104 mg/dl; 2:21 am: 115 mg/dl; 2:18 am: 183 mg/dl. On subsequent contact with the customer, the customer reported that the times listed above are incorrect due to the time not being set correctly on the aviva meter. Customer advised that all results were from around 9:00 pm on (B)(6) 2014. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Manufacturer did not request name of pharmacist. It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Manufacturer did not request name of pharmacist. It was unknown if the initial reporter sent report to the FDA. Upon follow-up with the customer, the customer noted that the strips have all been consumed so she no longer has the strips to return for investigation. Will not be returned to manufacturer